Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the vision was blurry in the right corner. The procedure continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The endoscope was received with an artifact in the right eye. The distal window was damaged/cracked. The endoscope tip was no longer straight and would not pass through a go/no-go gage. The endoscope was received with severe damage found on the cable jacket regarding the integrated cable close to the endoscope.